Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1821901 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During the 5f mynx grip vascular closure device (vcd) closure attempt, the physician was in the phase when he had to push the plug forward, however, the plug was exited from the cannula at the very same moment. Therefore, the procedure was completed with manual compression using a compression bandage and hemostasis was achieved with 10 minutes of manual compression. There was no reported patient injury. There was no extension in the patient hospitalization as the result of the mynx grip vcd device failure. The patient recovered and no problem linked with the mynx failure. The procedure was extended for 10-15 minutes but not required the prolongation of the existing hospitalization. The mynx grip vcd device was intended for the superior femoral artery (sfa) percutaneous transluminal angioplasty (pta) procedure with a retrograde approach. The deployer¿s mynx training status was in training. The mynx grip vcd was used together with non-cordis devices [percutaneous transluminal angioplasty (pta) balloon, guidewire, and catheter sheath introducer (csi)]. The femoral artery¿s suitability was verified on angiography or including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was also verified to be greater than or equal to 5 mm in diameter. The target lesion had a little vessel tortuosity. The target lesion had no major calcification. The stick location was unknown as it was not reached this step of the procedure. There was a very low level of presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. Other additional procedural details were requested but are unknown. The device is expected to be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. During the use of a 5f mynxgrip vascular closure device (vcd), the physician went to push the plug forward, however, the plug was exited from the cannula at the very same moment. There was no reported patient injury. The procedure was extended but did not require the prolongation of the existing hospitalization. The mynxgrip vcd device was intended for a superior femoral artery (sfa) percutaneous transluminal angioplasty (pta) procedure using a retrograde approach. The deployer¿s mynx status was in training. The mynxgrip vcd was used together with non-cordis devices. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was also verified to be greater than or equal to 5 mm in diameter. The target lesion had a little vessel tortuosity. The target lesion had no major calcification. The stick location was unknown as it was not reached. There was a very low level of presence of peripheral vascular disease (pvd) in the vicinity of the puncture site. The procedure was completed with manual compression using a compression bandage, and hemostasis was achieved. Other additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle was engaged to the black handle with the stopcock closed, the syringe was not connected to the device, the procedural sheath was on the device fully retracted, and the sealant and the advancer tube were observed to have been remained in manufacturing position. It was noted that the sealant was exposed to blood and stuck to the catheter¿s outer shaft. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event and no visual damages or anomalies were observed. Per functional analysis, the sealant stuck to the outer shaft of the returned device and revenged the shuttle from advancing distally. The sealant was removed and the shuttle down procedure was simulated without any issue. The advancer tube was found properly engaged to the proximal tamp lock during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, the tamp locks were inspected for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f1821901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle¿. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, it will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the reported event. Neither the phr review, nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.